Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. No root cause has been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A consumer reported that after intraocular lens (iol) implantation in the left eye, she experienced vision issues with the previously implanted right eye. She saw a rectangular shapes as square and other objects were distorted and pressed flat. She also reported seeing all bright spots with a blue cast. According to the consumer, her optician described the issue as "anamorphic vision". The consumer also reported that the pupil of the right eye was twice the size of the left eye. These events started only after the second eye was implanted, when the consumer compared vision with both eyes. The consumer suspected the iol may have not been calculated correctly. Additional information was provided by the consumer. She described being ¿color blind¿ and having a yellow tint in her vision since mid-march. Additional information has been requested but not received. The consumer was not willing to provide healthcare professional contact details.